Manufacturer narrative:
Analysis found that during inspection at receipt, it was confirmed that a handpiece error (error 15: handpiece stalled) occurred when connecting to console and it did not work. An internal inspection confirmed that parts such as rotating discs and bearings had deteriorated. It was not possible to confirm the overheating due to the non-operational state. Disassembled and cleaned. Parts such as motor cable assy, rotating discs, and bearings have been replaced. A final operation check was performed and confirmed that there were no abnormalities. Repair and inspection completed, stickers were attached. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was overheating and didn't operate at all. There was no known patient im pact. On follow-up, it was reported that the event occurred during a procedure for endoscopic sinus surgery (ess). The device was prepared as usual at the facility. It was also mentioned that the handpiece couldn't be operated at the facility. For troubleshooting, the power was turned off and on again, the handpiece cable plugged off and on. There was no patient or staff impact.